Event description:
It was reported that this right atrial (ra) lead exhibited undersensing of the patient's intrinsic atrial fibrillation (af) and was inappropriately storing ventricular tachycardia (vt) episodes as a result. The lead also exhibited low amplitudes on the atrial channel. The lead remains in use. No adverse patient effects were reported.